Event description:
There was an allegation of a questionable triglyceride result for a patient sample tested on a cobas c 503 analytical unit. The initial result was 6.17 mmol/l. The first repeat result was 3.57 mmol/l. The second repeat was performed with a different cobas c 503, resulting in a value of 3.56 mmol/l. The test was repeated due to the initial result not matching previous results.

Manufacturer narrative:
The reagent lot number was 87798301 with an expiration date of 31-may-2026. Hardware checks indicated test performance outside specified limits for cholesterol (chol), a parameter sensitive to cell rinse functionalities. Additionally, the daily alarm trace frequently showed abnormal aspiration alarms, typically indicating a pre-analytical handling issue. The field service engineer (fse) cleaned the dirty sample valve and adjusted the cell rinse function. No further issues were reported after the service visit. The investigation determined the issue was hardware-related, traced to a dirty sample valve and misadjusted cell rinse function.